Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02173. It was reported that a phrenic nerve damage occurred. A maestro 3000 cardiac ablation system pod and controller were selected for treatment. During procedure, a noisy fan was observed from the controller. Furthermore, it was noted that the pod had some loose components inside which caused a rattling sound. To ensure that the phrenic nerve was not in the area of ablation, the physician was pacing from a 4mm blazer ii htd ablation catheter. However, it was noted that a non-bsc stimulator was not pacing so the phrenic nerve was not captured thus the phrenic nerve was damaged causing breathing issues to the patient. The procedure was completed with another of the same device and the patient's breathing function has improved.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned to (B)(4) for evaluation. Device analysis noted no pod errors occurred during testing of the maestro pod. (B)(4) incoming service inspection noted a broken tamper proof seal on the pod, loose parts inside the device, and four adhesive feet missing from the pod base. The loose parts were later attributed to broken pod base standoffs, loose hardware (nut, nylon spacer and nut) which had secured the pod main board and filter board. The damage noted to the maestro pod was attributed to handling/physical damage. It did not impact the functionality of the device and was not determined to have caused or contributed to the reported patient injury. Prior to opening the pod enclosure to determine the source of the loose parts, the maestro pod had passed power-on self-test, rf delivery tests, pod channel calibration, pod catheter recognition, and all performance criteria of the final test procedure. Environmental stress testing was also performed at high and low temperature and high and low line voltages with no problem found. The maestro pod also passed testing with maestro controller serial number (B)(4) involved in the same incident, with no errors reported and no problem found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02173. It was reported that a phrenic nerve damage occurred. A maestro 3000 cardiac ablation system pod and controller were selected for treatment. During procedure, a noisy fan was observed from the controller. Furthermore, it was noted that the pod had some loose components inside which caused a rattling sound. To ensure that the phrenic nerve was not in the area of ablation, the physician was pacing from a 4mm blazer ii htd ablation catheter. However, it was noted that a non-bsc stimulator was not pacing so the phrenic nerve was not captured thus the phrenic nerve was damaged causing breathing issues to the patient. The procedure was completed with another of the same device and the patient's breathing function has improved.